Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the patient line of the cassette and the transfer set which occurred during dwell 3 of 4 of peritoneal dialysis therapy. The patient was connected at the time of the event. The renal therapy services agent assisted the patient with ending therapy and advised the patient to perform a manual drain to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.